Manufacturer narrative:
The c501 module serial number was (B)(6). Sample material was requested for investigation.

Event description:
We received an allegation of questionable high results for multiple patient samples tested for triglycerides (trigl) on a cobas 6000 c501 module. A discrepant high result was provided for 1 patient sample. The initial result was 473.9 mg/dl. The repeat result was 311.1 mg/dl.

Manufacturer narrative:
A sample quality issue was suspected. Ten samples with an oily film, along with sample probes, were submitted for investigation. The following findings were made: multiple inorganic substances were identified on the outer surface of the sample probes; within these, silicone was identified. The oily film was isolated on the sample aliquots. The analysis revealed that the oily film was from the separation gel in the sample containers. The investigation determined the event was due to a sample quality issue (oily film on the surface of the sample). A product problem was not identified.